Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 400 mg/dl. The customer was assisted with troubleshooting. The customer did not mention any symptoms and treatments related to high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose was 400 mg/dl. The customer's high blood glucose was treated with intravenous fluids. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. It was also reported that the customer had problem with serter it was not working and nothing was wrong with the insulin pump and reported a hospital event. It was also reported that customer was not wearing a sensor at time of high blood glucose or hospitalization event. The harm and treatment code had been updated from 1905/too8 to 1905/t003 and 1905/t009.